Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the system had an error. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the ops check had failed. There was reportedly no patient involvement. The fse evaluated the device onsite and found that the battery required calibration. The battery was calibrated and the device passed all performance assurance tests. Based on the information available and the testing conducted, no fault was confirmed with the device; the battery required calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse calibrated the battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.